Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates the wound is healing but not completely closed.

Event description:
Related manufacturer reference number: 1627487-2023-04550. It was reported the patient experienced wound erosion at the burr hole site. Surgical intervention took place wherein the burr hole was removed, washed out and the incision was closed. The lead was left in place. Investigation was unable to determine which of the burr hole covers or leads attributed to the event.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two burr hole covers; however, it is unknown which burr hole cover(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: dbs, model: 6010, UDI: (B)(4), batch: 8944072. The allegation is against one of two dbs leads; however, it is unknown which burr hole cover(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: dbs, model: 6173, UDI: (B)(4), serial number: (B)(6), batch: 8533144.